Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was scheduled for an explant procedure. During the procedure, the physician noted that the device reverted to safety mode and exhibited the non-programmable related. In addition, premature battery depletion (pbd) was suspected, as the device expected battery longevity was reduced by four years. Other than the procedure, no additional adverse patient effects were reported. At this time, this device has not been returned to boston scientific.

Event description:
It was reported that this pacemaker was scheduled for an explant procedure. During the procedure, the physician noted that the device reverted to safety mode and exhibited the non-programmable related. In addition, premature battery depletion (pbd) was suspected, as the device expected battery longevity was reduced by four years. Other than the procedure, no additional adverse patient effects were reported. At this time, this device was already returned to boston scientific.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. At this time, no further information is available. Should additional information become available this report will be updated.